Event description:
After submission of the initial MDR product was received on 12/4/2025 it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred.  Product has been received but is pending evaluation. A follow-up will be submitted upon completion.  No injury or medical intervention was reported.